Event description:
The device was used during a cholecystectomy procedure. Reportedly, the instrument broke and disengaged into the patient's cavity. The surgeon was unable to retrieve the component and continued with the procedure. The hospital has reported no patient injury has occurred.